Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional clip delivery system referenced is filed under a separate medwatch report. Evaluation summary: the clip delivery system (cds) was returned and the reported delivery catheter (dc) shaft bend and difficulty dc shaft positioning were confirmed. The reported difficult to remove clip from anatomy could not be replicated, as it was related to patient anatomy/procedural conditions. The reported poor visualization could not be tested as it was related to procedural conditions. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. In this case, the instructions for use cautions to always use pressure monitoring, echocardiography, and fluoroscopy for guidance and observation during use of the mitraclip nt system. The reported dc shaft bend and difficulty positioning occurred as a result of procedural conditions when the cds tip was difficult to remove from anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the irregular movement of the clip delivery system. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. There was difficulty visualizing the clips due to challenging imaging. The clip delivery system (cds) cds 61014u192 was advanced to the mitral valve; however the clip got caught in the chordae. The clip was freed with standard troubleshooting, however when advancing the delivery catheter (dc) handle forward; the dc shaft bent approximately 30-60 degrees, and the clip traveled extremely anterior. The clip was not deployed and the cds was removed. Another cds, cds 61014u164 was advanced to the mitral valve, grasping was performed and the clip was implanted; reducing mr to 1-2. However, the clip detached from the posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr returned to 3-4. The procedure was discontinued. The patient is stable. There were no adverse patient effects and no clinically significant delay in the procedure. The patient will be sent for surgical procedure (date not specified). No additional information was provided.